Event description:
The manufacturer received information alleging a trilogy 100 ventilator had a broken display screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's liquid crystal display required replacement due to physical damage; however, no repairs were completed because the device was scrapped.